Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual examination confirmed the reported condition. However, a microscopic inspection could not determine a cause for the condition. If additional relevant information becomes available, a follow up medwatch will be submitted. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported that the reservoir of a small volume 2.5 infusor had ruptured, during filling it with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).